Event description:
A report was received that the pt was having difficulty communicating with the implant using the remote control (rc). An error code appeared on the rc, and when it was cleared communication could not be established. X-ray taken confirmed that the ipg has not flipped. The physician is going to explant the pt's ipg and implant the pt with a new ipg.